Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that the tip of the serfas wand broke off. The piece was recovered from the joint without patient harm. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Device serial number was not provided; therefore manufacture date is not known. Alleged failure: tip of the serfas wand broke off. Probable root cause: tip breaking due to design or manufacturing of electrode or ceramic. Electrode design. Mim electrodes-variability in electrode material mixture, internal micro cracks, excessive re-grind, tool wear or rework. Laser-variation in cnc control, loose threads or motor off, or laser focus off. Etch-over or under-etching. Voids in ball-forming process. Ceramic design. Variation in material mixture of ceramic, manufacturing workmanship errors, excessive glass binders leading to fractures. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the serfas wand broke off. The piece was recovered from the joint without patient harm. The procedure was completed successfully.